Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase amplitude on her scs system. Reportedly, she suffered a fall approximately a month ago. Subsequently, reprogramming provided temporary resolution and the issue persisted. Follow-up identified diagnostic testing revealed high impedance measurements on multiple contacts. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with a different model. Effective therapy was achieved postoperatively. The issue is resolved.